Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. The reported patient effect of dissection is listed in the xience alpine everolimus eluting coronary stent system (eifu), electronic instructions for use as a known patient effect of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a right coronary artery. The patient present with angina and angiogram revealed a fully occluded mid rca. The lesion was pre-dilated using an unknown semi compliant balloon and a 2.5x38mm xience alpine deployed at 16 atmospheres. Fluoroscopy after stenting showed dissection at the distal end of the stent. The dissection was covered with a 2.5x12mm xience alpine. There was no adverse patient sequela and no clinically significant delay in procedure.